Manufacturer narrative:
On (B)(6) 2004, samples were taken as recommended by the instrument's operator's manual. The results indicated greater than 200 colony forming units (cfu) of ralstonia pickettii. After disinfecting the instrument, samples were taken again but the colony count for water from the instrument was lost at the center tab. The dialysate from the instrument had 154 lal and less than 0.1 endotoxin units. The reverse osmosis water source was tested and the results were negative. The instrument had been disinfected according to the operator's manual before testing. The center then disinfected the incoming water line on the instrument and obtained add'l samples. The results were negative and there were no further reports of sepsis. The use of concomitant products was continued throughout the event and are still in use. The instruments operator's manual has specific instructions for disinfection and sampling. The disinfection fluid concentrations recommended by baxter meet the recommendations from the center for disease control. The customer has agreed to continue to monitor through routine sampling and contact baxter with any significant issues.

Event description:
Dialysis center reported a pt had chills during dialysis and a temperature of 98.2 after dialysis. Blood cultures were done and the pt was put on antibiotics. The blood cultures were positive for enterobacter cloacae.